Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 4 in accordance with isi procedures. And the issue was resolved. The system was tested and verified as ready for use. Isi received the usm associated with this complaint. And completed the device evaluation. Failure analysis investigation confirmed, and replicated the customer reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered 319 errors. The unit also failed on a patient side cart (psc), fixture test platform, as it failed the fiber test on the rolling loop. The rolling loop fiber cable was swapped with a new one. And the error no longer occurred. The original rolling loop fiber cable was re-installed and the errors returned. The unit was tested on a psc fixture test platform, with a new rolling loop fiber cable and passed direction test, lissajous, characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. An error 319 occurred after undocking. An intuitive surgical, inc. (Isi) clinical sales representative (csr), powered the system off and performed an emergency power off (epo) for the patient side cart (psc). But the error persisted. An isi technical support engineer (tse) recommended disabling universal surgical manipulator (usm) 4. The system powered on without errors after usm4 was disabled. System log images showed 319 error reporting that node 198 on usm4 was not responding. Customer is proceeding to setup for follow-up procedure with usm4 disabled. The procedure was completed with no reported injury.